Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that the reservoir had a pressure lock and the plunger would not push insulin through. The customer was advised that the reservoir does not have a pressure lock and insulin should flow on the reservoir may have been occluded. The customer was unable to troubleshoot. The customer declined to return the reservoir and set for analysis. The customer was advised to call back when the alarm occurs to troubleshoot.